Manufacturer narrative:
Additional information was received stating there was no rv capture and a perforation was revealed. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this system, right ventricular (rv) pacing impedance measurements had decreased from 1010 ohms to 600 ohms and threshold measurements had increased. An x-ray identified the lead might have micro-dislodged. The physician is going to continue to monitor the patient. No adverse patient effects were reported.